Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first prostyle suture was preplaced successfully. The second prostyle device did not show adequate blood flow through the marker lumen; however, it was deployed with a cuff miss [suture retrieval issue] noticed. A third prostyle successfully pre-placed the second suture. The sheath was upsized to 14f and the aaa procedure was completed. When the knot of a preplaced suture was being pushed down, quite some force was used to push the knot toward the vessel wall. The knot pushed through the vessel wall causing damage to the artery. Bleeding was not able to be stopped. A fourth prostyle device was deployed yet the two successful sutures did not achieve hemostasis. Manual compression achieved hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are being filed under separate medwatch report numbers.